Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump was low on battery prior to shutting off, however it was unable to be confirmed if the pump shut off due to normal battery depletion. The customer's blood glucose level was 300 mg/dl. The customer connected the pump to a power source to charge for one hour and the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.